Manufacturer narrative:
The device involved in the reported event was disposed at the facility and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) stated that the cutter was aspirating but not cutting during a procedure. The cutter was swapped for a backup cutter. There was no report of injury or consequences to the patient.